Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg, on (B)(6) 2010. It was reported that the pt felt an overstimulation sensation at the ipg pocket site. The pt plans to consult with her physician regarding the issue. No further info is available at this time.